Event description:
The customer originally called reporting that they were receiving an error 4 message on their freestyle meter. The customer returned the meter and, upon investigation, the meter was discovered to have suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. No manufacturing parameters found out of spec and original renata battery voltage was measured at 2.9900 v. Did observe battery icon and booklet icon while strip was inserted icon to appear on the display and give e-4 errors. However, uom was selectable and was received at mmol/ls. Errors 015 and 0300 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.